Event description:
Pt went on a strenuous kayaking trip in 2004, then the following day they felt a tightening in their chest. Pt was taken to hosp via ambulance. Pt's blood glucose at hosp was 26.2 mmol/l, so pt bolused insulin, but blood glucose did not permanently decrease. Pt was then treated with IV insulin. Next day, (while still in the hosp), pt experienced an insulin reaction (they were sweating profusely and not thinking very well). Pt was treated by nurse with five "dextersol" tablets (6.1 carbs per tablet), food, and drink. Pt was still in hosp at time of report.